Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, there was difficulty removing the set screw from the right ventricular (rv) port of the implantable cardioverter defibrillator (ICD). It was suspected that the pin may be bent, but it could not be confirmed. As the physician was unable to remove the set screw from the device, the tachycardia detection was programmed off and the rv lead was cut to explant the device. The remaining rv lead was abandoned in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.